Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported that she experienced elevated blood glucose of approx 400 mg/dl over the previous 3 months. Pt delivered insulin through the infusion device, but this did not lower blood glucose. Pt removed the infusion set and noticed that no insulin came out of the needle. Pt reported the infusion device did not properly display the e4 occlusion error. The last time this occurred was on (B)(6) 2011, and blood glucose was 380 mg/dl and the infusion set was "clogged." Normal blood glucose is 110 mg/dl. Infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. Additional info was not provided.